Event description:
It was reported that when opening the box of a 4.0 x 8 mm vision, there was no stent on the balloon. A search was made to find the stent but it could not be found anywhere. A new vision was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for analysis. The reported missing stent was confirmed; however, there were crimp marks where the stent was originally placed. Based on the visual analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for missing stent or stent dislodgement reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.